Event description:
A report was received that the patient was having pain, swollen feet and difficulty standing up straight.

Manufacturer narrative:
Additional information was received that the physician did not believe that the symptoms were device or procedure related. No medical interventions were given. The patient was reportedly doing well.

Event description:
A report was received that the patient was having pain, swollen feet and difficulty standing up straight.